Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant was missing from the unopened container. They had a planned implant placement surgery, and the surgery began, and they were ready to place the dental implant. Proceeded to open the new container and when they did the carrier that is usually attached to the implant fell out along with the cover screw into the sterile field but there was no implant. They thought that perhaps it had fallen somewhere or rolled to the side but that was not the case. It was completely missing. They had another implant in stock and opened the other box which did contain an implant and proceeded with the procedure as planned. Tooth site #18 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number . H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Product/packaging was not returned. The reported event could not be verified. Additionally, the coob could not be verified ¿ conditions of use outside of zimvie controls are unknown. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported products that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Based on the available information, the device was within specification and likely conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products/packaging were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.